Event description:
Three out of five anchors fell out of the bone. Safety affairs contacted (B)(6) (risk mgr) for clarification on whether or not any of the drilled holes remained without an anchor. (B)(6) indicated that one hole that was drilled was not utilized with another anchor and left empty. He also indicated that he has pictures available. (B)(6) also stated that the sale rep was present during the case and he has the anchors in his possession.

Manufacturer narrative:
(B)(4): no product has been returned for evaluation.(B)(4).